Event description:
The tip of implants fractured. The implants were removed and another implants were placed. Loss of integration

Event description:
The tip of implants fractured. The implants were removed and another implants were placed. Loss of integration.